Event description:
It was stated that the insulin pump alarmed motor error. The supplies were not available to perform the displacement test. The customer's mother later called back to perform the displacement test. However, the selftest was performed and the insulin pump did not beep during the tone test. The mother stated that the insulin pump had not had any tones for several weeks.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.